Event description:
Additional information received noted that the atrial lead exhibited far r-wave over-sensing.

Event description:
It was reported that the patient presented post-procedure. Upon investigation via x-ray imaging. It was noted that the atrial lead had dislodged. The atrial lead was successfully repositioned. The patient was in stable condition.